Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had a loop leakage and spare equipment was immediately replaced. There was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hosp. Due to character restrictions in block e1 phone number:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the equipment inspection showed that the safety disk was loose, causing the air leakage alarm, which was restored after adjustment. All functional tests were carried out on the equipment according to the factory requirements, and the test results met the requirements and could be delivered to customers for use.